Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.